Manufacturer narrative:
Approximate age of device- 2 years and 7 months manufactures investigation conclusion: the explanted pump was returned for evaluation. Upon evaluation of the returned pump after the patient was routinely transplanted, a thrombus was found within the device. A specific cause for the observed thrombus could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline (dl) severed approximately 1 inch from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The apical sewing ring was returned secured to the inlet tube with green sutures. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and graft attachment were returned detached from the outlet elbow. The sealed outflow graft bend relief and bend relief collar were not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump body, examination of the proximal side of the outlet stator revealed a small, fixed thrombus formation loosely seated on one of the outlet stator blades. Although the origin of the deposition could not be determined, the presence of contact marks at the distal end of the rotor suggests that it may have been present during support for an undetermined period. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a routine heart transplant at (B)(6) university on (B)(6) 2018. During the investigation of the returned pump, thrombus was found within the device. No additional information provided.